Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This reported event has been reported by the importer on MDR# 2951238-2022-00308.

Event description:
The customer reported the subject device broke during a bronchoscopy. While the physician was inserting 60cc syringe (model and serial unknown) into the biopsy valve when a c-shaped piece of plastic broke off into the patient's left lung and was unable to be retrieved. The customer stated it's unknown if the subject device was inspected prior to the procedure. The intended procedure, a bronchoscopy with washing, was completed. There was no procedural delay. The broken piece was too small to locate and it remains in the patient's left lung. The patient was discharged after the procedure and has not had any complications. The patient is being monitored and has not received any additional treatment.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d4, h4, and h6. D4: information for this field was inadvertently not included on the supplemental medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.4 and 7.5 of the instruction manual. The indicated event was not reproduced. (Maj-210 lot h1617 was used for reproduction confirmation). "The housing of the forceps plug must not be damaged when attached" is verified by evaluation based on product standards. In the final inspection process, 9 sampling inspections are carried out for each production lot, and it is confirmed that the groove is not torn when attached to the mouthpiece in combination with the scope. The root cause of the issue could not be conclusively specified. Based on the product specification investigation and the inspection results of the final inspection process, no abnormalities were found in the product at the design and manufacturing stages, and it was found that the housing would not be damaged if installed according to the regular procedure. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: the event that occurred at the facility was caused by the failure of inserting and removing treatment tools and syringes according to the procedure described in section 7.5 of the instructions for use (IFU) manual. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier c19106036. The instructions for use (IFU) provides the following guidelines: 7.5 inserting and withdrawing the endo-therapy accessories: insert and remove the treatment device in a straight state as much as possible. Inserting and removing at an angle will make insertion and removal difficult, and may damage the instrument and forceps plug. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information was added to d8, h4, h6, and h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The biopsy valve was not been returned for investigation. The legal manufacture performed testing using the same model but different lot number. No damage was caused by inserting and withdrawing a syringe as well as instrument (olympus biopsy forceps) to the rubber valve. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to angled insertion of the instrument may have caused a damage to the rubber valve and the broken piece fell off. As stated in the instructions for use, this event could be prevented: 7.5 inserting and withdrawing the endo-therapy accessories. Insert the endo-therapy accessory into the valve as straight as possible.